Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a procedure the video connectors were broken and could not be connected. There was no delay reported on the procedure was completed. No patient harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 10 years, since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been, due to corrosion of video connector pins, causing a defect of the video connector socket. However, the cause of the corrosion could not be further identified. As there was no information received of clear misuse of the device. There is no labeling advisory that was deemed required or recommended for the user facility. Olympus will continue to monitor field performance for this device.